Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Clinicians keep getting negative deflection when using the sensor. Having to do chest xray which shows it's in the wrong location.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the sensor is showing negative deflection was unconfirmed. The sensor was connected to a test sr8 and passes the magnet tracking and ECG functionalities. There is no root cause as the issue could not be reproduced.

Event description:
Clinicians keep getting negative deflection when using the sensor. Having to do chest xray which shows it's in the wrong location.